Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis with the burr catheter loaded on it, and it could not be remove. Visual and microscopic inspection revealed that the spring tip returned detached from the core wire. The dimensional inspection could not be performed since the device could not be separated from the burr catheter.

Event description:
Reportable based on device analysis completed on 30nov2023. The rotawire-ic was returned without any allegation of a device issue. However, device analysis revealed that the burr catheter was stuck with the rotawire and the spring tip was detached from the core wire.